Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 508mg/dl at the time of the incident, treated with bolus. Notes do not clarify if customer trouble shoot for high blood glucose. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was assisted with a displacement test and test passed. The insulin pump is not being replaced and is not expected to return for analysis.